Event description:
Customer reportedly received results of 86 mg/dl on the mobile system and 49 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was treated with glucose and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).